Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported "so yesterday ICU called for a stat PICC. I went to place a triple lumen and when I tried to advance met resistance. When pulling back on the guide wire it had got stuck in the needle or so I thought but when I pulled out the needle the guide wire tip was still in the patient. I was able to remove it and was intact." Additional information received 11/19/2020: it was reported the facility does not believe this is a product complaint and a bd rep followed up with the nurse discussing technique. It was stated facility does not have any product information.